Event description:
Consumer reported complaint for error message (e-0). Customer reported obtaining e-0 several times using 6 vials of test strips ¿ reference internal report numbers (B)(4) and (B)(4); customer has two vials of each lot number. The customer reported experiencing symptoms of a headache and dizziness. Customer stated due to her symptoms and the e-0 errors she had contacted her doctor on (B)(6) 2023 and made an appointment for that day. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 10/30/2024 and customer stated the test strips had been opened the weekend prior to the call. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache, dizziness and ¿cloudiness¿ in her eyes as well as customer contacting doctor due symptoms and the e-0 error messages. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 12-jul-2023 to ensure the customer¿s condition had improved - able to establish contact with customer who stated she was still experiencing symptoms of headache and dizziness as well as ¿cloudiness¿ in her eyes; customer stated the ¿cloudiness could also be related to chemotherapy. Customer stated that her doctor¿s appointment scheduled for (B)(6) 2023 had been cancelled and that she would try to contact the doctor again that day. Customer stated that additional blood tests had been performed using the alleged defective device. Note 2: manufacturer contacted customer in a follow-up call on 14-jul-2023 to ensure the customer¿s condition had improved - able to establish contact with customer who stated she was still experiencing symptoms; customer did not disclose the specific symptoms. Customer stated that she had a doctor¿s appointment on (B)(6) 2023 regarding her symptoms and obtaining a different meter due to the cancer. Customer stated that the doctor gave her another option to test her blood sugar, but customer stated that she won't be able to afford another meter; manufacturer sent customer true focus meter, test strips and control solution. Customer stated that the doctor also reduced her insulin (did not specify brand or units). Customer stated that additional blood tests had been performed using the alleged defective device. Note 3: manufacturer contacted customer in a follow-up call on 17-jul-2023 to ensure the customer¿s condition had improved - able to establish contact with customer who stated her symptoms remained the same. No medical intervention since the last call was reported. Note 4: manufacturer contacted customer in a follow-up call on 18-jul-2023 to ensure the customer¿s condition had improved - able to establish contact with customer who stated her symptoms remained the same. No medical intervention since the last call was reported. Note 5: manufacturer contacted customer in a follow-up call on 19-jul-2023 to ensure the customer¿s condition had improved - able to establish contact with customer who stated she was feeling a little bit better but ¿not 100%.¿ customer stated that she has been experiencing diabetic symptoms for about a month or so (ongoing) and that her doctor is aware. No medical intervention since the last call was reported. Note 6: manufacturer contacted customer in a follow-up call on 20-jul-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products did resolve initial concern regarding the e-0 error message, but customer reported complaint of high blood glucose test results (internal report reference number (B)(4). It was not disclosed if customer was still experiencing any symptoms.